Manufacturer narrative:
(B)(4). MDR ref #: 9615742-2011-00141 (uretex support system). Note: this report corresponds with bard's report #(B)(4) for a "pelvisoft".

Event description:
Procedure type: urological/gynecological. According to the reporter: the pt underwent treatment for pelvic organ prolapse, stress urinary incontinence and other symptoms. Allegedly, the pt experienced pain, injury and had undergone corrective surgery.